Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective. The infusion device had entered the quick bolus menu on its own and the light on the display was on. The patient restarted the infusion device after reinserting the battery. The infusion device worked for about half an hour and then suddenly the display was black and none of the buttons responded anymore. The infusion device was still delivering the basal rate insulin.